Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. No anomalies were observed in checking reservoir rubber and p-cap or during manual or fixed prime. Further troubleshooting could not be performed as the reported event occurred prior to the report. The customer's blood glucose was 115 mg/dl. Nothing further reported.